Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The DHR review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures.

Event description:
It was reported that during a coronary artery bypass graft procedure the electrosurgical pencil activated without the buttons being pressed. The surgical team noted that the pencil activated with the cord was manipulated manually without depressing the activation buttons. The pencils were connected to a (B)(6) generator. The first two pencils they utilized in the case both had this issue. A third pencil was opened and did not have this issue. There were no patient consequences reported.